Event description:
It was reported that when the patient presented for a routine device revision, low, out of range hv lead impedance was observed. Measurements were repeated several times and programming change was made with the same results. The lead was later capped and replaced. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.